Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise; the patient was asymptomatic to the event. No intervention was performed and the patient will continue to be monitored normally. No additional information was available.